Manufacturer narrative:
Cracked reservoir tube lip, broken battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Blank display due to missing spring. Corroded battery tube also noted.

Event description:
It was reported that the customer experienced physical or cosmetic damage to their insulin pump. The customer's blood glucose was 100 mg/dl. Advised customer to return their insulin pump for analysis. Advised that a replacement insulin pump would be sent. Nothing further reported.